Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place on (B)(6) 2022 wherein the same ipg was relocated to address the issue. Patient was hospitalized and placed on IV antibiotics.

Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The ipg was moved to the left flank. The patient was hospitalized and placed on IV antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.